Manufacturer narrative:
The subject device was returned to the manufacturer and fractures in multiple locations were observed. The manufacturer is in progress of completing the device analysis and investigation.

Event description:
The initial inspection of the returned device revealed that the guidewire was fractured at multiple locations. There were no clinical consequences to the patient reported.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned distal section of the device revealed that the guidewire core was separated from its nitinol distal end at multiple places and looked deformed which could have been perceived by the user as the distal tip stretched. The functional evaluation could not be performed because of the condition of the return device. The non-stryker catheter that was returned together with the guidewire was kinked and had multiple compressions along its length and could not be flushed. In addition, it was full of blood that is indicative of insufficient flush during the procedure which could have caused the difficulties during retraction of the device. Per the device direction for use (dfu): "maintain a continuous saline flush between the guiding catheter and the interventional device and between the interventional device and the guidewire during the procedure. Flushing prevents contrast crystal formation and/or clotting on the guidewire and in the catheter lumen." However, information available indicated that continuous flush was maintained during the procedure. Therefore, the cause of the reported guidewire difficult to remove/withdraw from the catheter could not be definitively determined. In addition, per the device dfu, "always advance or withdraw the guidewire slowly and carefully. Never advance, auger, withdraw, or torque a guidewire which meets resistance. Resistance may be felt and/or observed under fluoroscopy by noting any buckling or prolapse of the guidewire tip. Excessive force against resistance may result in damage to the guidewire, such as separation of the guidewire tip, damage to the interventional device, and/or vessel perforation. Determine the cause of the resistance under fluoroscopy and take any necessary remedial action." It is possible that retracting the guidewire against resistance caused the reported and observed damages and limited device performance. Therefore, based on analysis and available information, a cause of use error was assigned to the reported event.

Event description:
The initial inspection of the returned device revealed that the guidewire was fractured at multiple locations. There were no clinical consequences to the patient reported.